Manufacturer narrative:
The impella devices were not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Unable to report instructions for use due to model number being unknown. B3. Is unknown. Citation: slack, r., mcgain, f., cox, n., french, c., cheng, v., stub, d., zakhem, b., dade, f., bloom, j., chen, w., & yang, y. (2024). Structuredweaningfromtheimpellaleft ventricularmicro-axialpumpinacute myocardialinfarctionwithcardiogenic shockandprotectedpercutaneous coronaryintervention:experiencefroma non-cardiacsurgicalcentre, 2024(33). Https://doi.org/heart, lung and circulation.

Event description:
A literature study entitled 'structured weaning from the impella left ventricular micro-axial pump in acute myocardial infarction with cardiogenic shock and protected percutaneous coronary intervention: experience from a non-cardiac surgical centre' monitored 10 patients on impella cp support. During support, median left ventricular ejection fraction (lvef) after explanation was seen in 40% of patients (iqr 37%¿43%); however, only two patients demonstrated severely impaired function (lvef ,35%) on discharge from hospital (28.6%). This suggested that the impella was not performing to its potential.

Manufacturer narrative:
All failure modes associated with this case are investigated in manufacturer device report 1220648-2024-12975. Manufacturer device report 1220648-2024-12978 was created in error; no additional failure modes have been found. For all investigation details, please see 1220648-2024-12975.